Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOSOmnipod Software App Version: 2.2.1Operating System: 26.4Hardware: iPhone18.3CGM Sensor Type: Dexcom G7Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with Diabetic Ketoacidosis (DKA) on (b)(6) 2026. The patient's blood glucose levels rose over 600 mg/dL while wearing the Pod longer than 48 hours on the abdomen. Symptoms reported include inability to speak or function and a near-comatose state. The patient was treated with intravenous fluids and insulin The patient also mentioned their symptoms required paramedic transportation to the hospital. The patient was released the five days later on (b)(6) 2026.